Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about leakage of chemicals. Customer reported that when using p14j for keytruda, leakage occurs from the side during collection. Per customer repose: 1.please verify if the protector is attached manually or using the assembly fixture. Is the lot known for this incident? Has it been requested and confirmed not to be available? Customer had not used assembly fixture and recommended to using it. It does not seem to have happened after use. 2.patient impact? It was prepared prior to administration to the patient, so there is no patient impact. 3.is the lot known for this incident? Lot number updated to 2309107.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a leak between the protector and vial was observed. Upon further evaluation, it was noted the protector needle did not properly penetrate the stopper of the vial, it was off center causing damage and preventing a secure connection. A device history review was performed for reported lot 2309107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected, liquid could move through the system without issue and no leakages occurred. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. It was identified the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about leakage of chemicals. Customer reported that when using p14j for keytruda, leakage occurs from the side during collection. Per customer repose: 1. Please verify if the protector is attached manually or using the assembly fixture. Is the lot known for this incident? Has it been requested and confirmed not to be available? Customer had not used assembly fixture and recommended to using it. It does not seem to have happened after use. 2. Patient impact? It was prepared prior to administration to the patient, so there is no patient impact. 3. Is the lot known for this incident? Lot number updated to 2309107.